Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice passed all returned instrument testing evaluation performed. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial (I) drain and I-drain alarm volume was met. No non-conforming product was found during sample analysis that was related to the reported problem. Should additional relevant information become available, a follow-up will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 23:55:08. During night drain cycle one, the patient's ultrafiltration reading was 2603ml, indicating the home patient (hp) drained 2603ml more than their maximum programmed fill volume of 2900ml. No additional information is available.